Event description:
It was reported that the patient¿s obsessive compulsive disorder was worsening. It resolved without sequelae on (B)(6) 2011. Patient was reprogrammed, device was re-activated and voltage was increased to 6v on (B)(6) 2011. Patient¿s medication was adjusted, added clorimipramina 150mg/day on (B)(6) 2011. Device was interrogated and the results were the device was off for unknown reason on (B)(6) 2011. A psychological interview was done and the results were a depressive disorder confirmation on (B)(6) 2011. Programming/stimulation related to was probable, study relationship to device was possibly related and relationship to procedure was not related. Patient had obsessive compulsive disorder symptoms, anxiety and depressive symptoms increased including autolytic ideation. It was noted that although the patient had improved the obsessive compulsive disorder, anxiety and depressive symptoms they had not disappeared. Symptoms became stabilized with a mild improvement. It was noted that it had resulted in in-patient hospitalization. Hospital admission date was (B)(6) 2011 and discharge date was (B)(6) 2011. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was shut off. It was noted there was possible magnetic field interaction since the main control was on. No action had been taken and the event was considered resolved without sequelae. The event was noted as related to the device and not related to the implant procedure. There were no signs or symptoms reported. Additional information reported they did not know if there was any electromagnetic interference and that it was a supposition that was made when they observed the control magnet was on for programming and that the stimulator had been switched off spontaneously two times for unknown reasons.

Event description:
Additional information reported the patient recovered with sequelae. It was also noted the stimulator was switched off for an unknown reason. Additional information reported the sequelae was ocd, anxiety and depressive symptoms.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu _unknown_lead, lot# neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).